Event description:
It was reported that during an episode of ventricular fibrillation, the device charged six times but failed to deliver therapy and convert the patients rhythm. The patient became brain dead, and later expired. Review of egms indicate possible output circuit damage. Twenty-nine shocks were aborted beginning (B)(6) 2014. High voltage lead impedance had not been measured since implant in 2008. It was also noted that the last follow-up for this patient was (B)(6) 2011.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.